Manufacturer narrative:
(B)(4) on 28apr2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep reported via email: the end of grasper broke off during surgery. Patient impact unknown. On 08may2017 additional information received from customer: there was no patient injury or intervention needed. The patient¿s medical status after the event was stable. The grasper assembly at the distal tip was disengaged from the hand piece while holding gall bladder. This was recovered using an additional grasper for removal. A small fragment/pin from the grasper assembly was not accounted for. Extensive irrigation and exploration was done by the surgeon, and no item was seen nor recovered. An x-ray was obtained and no item was noted in the reports. The procedure being performed was a laparoscopic cholecystectomy. The procedure was completed as planned. No further information available.

Manufacturer narrative:
(B)(4): the sp94-8364 ta insert device was not received for evaluation. Although requested, at this time, the device has not been returned. The customer also did not communicate a lot number for the device; therefore, the DHR review could not be performed. Without the device to confirm and evaluate the reported failure, bd is unable to determine the root cause. If the devices become available the complaint will be re-opened and a more thorough investigation will be performed. Bd will continue to trend and monitor this reported issue and for this product family.